Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion which was caused by a high pacing threshold on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. The analyst commented that the longevity calculation equals 98%. The battery depletion curve equals 77%. Projected longevity at recommended replacement time (rrt) equals 100%. Concomitant products: 694765, lead, implanted (B)(6) 2010; 5076-52, lead, implanted (B)(6) 2010. (B)(4).